Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 150 mg/dl and 218 mg/dl on (aviva; system 1) and 90 mg/dl and 100 mg/dl on (aviva; system 2). No adverse event reported. Return of the suspect device was requested for evaluation.